Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at an unspecified location. The issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a small tear was observed at the upper left side edge of the bag. Functional testing was performed using tap water which identified a leak only at the upper left side edge of the bag. Additional magnified inspection verified a tear/hole in the upper left side edge of the bag where a leak was observed during testing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.